Manufacturer narrative:
Product analysis: visual review identified breakage at the base of the dynamic jaw; the location and amount of force required is consistent with overload. Conclusion: the observations are consistent with bend stress overload.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative disc disease underwent laminectomy. Intra-op, during a micro disc procedure, the part on the top of the tip that moves the top tip at the end of the tip and would be used to grab tissue to be removed, broke no fragment of the product remain in the patient. No patient complications were reported.